Manufacturer narrative:
According to the facility, 'last month,' a patient was using a heelmedix device and experienced a deep tissue injury to 'their left medial heel'. Per the facility the injury was noted seven days after admission. Once noted, the facility removed the device and followed 'nursing practice standards to prevent the wounds from worsening'. Per the facility no other medical interventions, treatment, or follow up care was required. Per the facility the patient was discharged approximately 2 weeks later, 'but the extended length of stay was not related to the deep tissue injury'. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, 'last month,' a patient was using a heelmedix device and experienced a deep tissue injury to 'their left medial heel'.